Manufacturer narrative:
The ufr was the only source of information; the user facility did not order a service dispatch at the local dräger s&s organization, and upon dräger's request for further information were no additional details provided. The workstation is 9 years old; status of preventive maintenance and repairs is not known to dräger because the hospital is providing the necessary messures on own behalf and responsibility. A reliably conclusion in regard to the root cause is thus not possible for dräger. The event may have a causal relation to component malfunction after such long period of use, lack of preventive maintenance must be taken into consideration as well. And in fact, use error cannot be excluded as a contributing factor - it was mentioned in the ufr that a biomedical engineer has removed the display unit from the cockpit for "hot air drying". The device may have been exposed to excessive humidity or to liquids which has than led to the observed display malfunction. Other explanations may apply as well, a differentiation is not possible due to lack of information. The workstation consist of two major functional units - one is the ventilator unit and the other one is the cockpit which incorporates display and user interface. A display malfunction has no effects on the ventilation unit. The latter is equipped with a secondary display from which the ongoing ventilation including basic parameter can be observed.

Event description:
It was reported that the display suddenly went black during use. There was no stop of ventilation reported but the users decided to replace the device in a controlled maneuver. No patient consequences have resulted from the event.